Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received excessive no delivery alarms. As a result, customer was hospitalized on (B)(6) 2015 with blood glucose of 340 mg/dl. Customer had symptom of respiratory problems, pain and uncontrollable blood glucose. Customer was hospitalized due to possible diabetic ketoacidosis. Customer was still in the hospital at the time of call and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that customer received over ten no delivery alarms. Customer would call back to have insulin pump replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip and minor scratches on the lcd window.